Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a setscrew problem with the cardiac resynchronization therapy defibrillator (crt-d). When the wrench was put into the left ventricular (lv) port, the wrench just twirled. A new wrench was attempted and resulted in the same issue. The device was not used and replaced. No patient complications have been reported as a result of this event.